Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was having pain at the battery site in the abdomen, and the battery was replaced with intellis as it is smaller and has been moved to the flank. The issue has been resolved. No further complications were reported or anticipated. No device allegations were made.